Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, polymenorrhagia, uterine bleeding, dysuria, urinary frequency, upper respiratory infection, amenorrhea, adenomyosis and lower abdominal pain. Concurrent conditions included nickel sensitivity. Concomitant products included levonorgestrel (mirena) in 2008 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition/rashes or skin condition"), skin disorder ("rash/skin condition/rashes or skin condition"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced vaginal discharge ("vagina discharge/vagina discharge") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced abdominal distension ("gi conditions/gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain") and genital pain ("genital pain"). In (B)(6) 2013, the patient experienced migraine ("migraine"). In 2015, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced back pain ("back pain/back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), cystitis ("bladder infection") and headache ("headaches"). The patient was treated with vitamin d nos (vitamin d) and surgery (hysterectomy (full),salpingectomy (bilateral)/on (B)(6) 2012 additional surgery, ablation and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, hypersensitivity, urinary tract infection, cystitis, vaginal discharge, fatigue, abdominal distension, weight increased, migraine, headache, rash, skin disorder, vaginal infection, allergy to metals and genital pain had resolved and the alopecia and tooth disorder was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital pain, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 & (B)(6) 2011 (discrepancy noted) date of additional surgeries- (B)(6) 2012, type of additional surgeries-other patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, urinary tract infection, bladder infection, vaginal discharge, fatigue, gi conditions, hair loss, weight gain, migraine and headaches. Current weight 215 lbs essure coils were then introduced into the fallopian tubes. 5 coils were visible on the right and 7 coils remained on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion, total bilateral occlusion, bilateral essure devices are in place . The uterus is slightly flexed towards the right . The endometrial canal fills appropr1ately and there is no evidence of free spillage into the peritoneal canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dyspareunia, dyspareunia, pelvic pain, bloating, menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. Events per pfs: vaginal bleeding, vaginal infection, tooth disorder, nickel allergy, genital pain were added. Lot number received. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vagina discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), rash ("rash/skin condition") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2012 additional surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, hypersensitivity, urinary tract infection, cystitis and vaginal discharge had resolved and the fatigue, gastrointestinal disorder, alopecia, weight increased, migraine, headache, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 and (B)(6) 2011 (discrepancy noted) date of additional surgeries (B)(6) 2012, type of additional surgeries-other patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, urinary tract infection, bladder infection, vaginal discharge, fatigue, gi conditions, hair loss, weight gain, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, urinary tract infection, bladder infection, vaginal discharge, fatigue, gi conditions, hair loss, weight gain, migraine and headaches. Reporter information was updated. Lab data and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, polymenorrhagia, uterine bleeding, dysuria, urinary frequency, upper respiratory infection, amenorrhea, adenomyosis and lower abdominal pain. Concurrent conditions included nickel sensitivity. Concomitant products included levonorgestrel (mirena) in 2008 and medroxyprogesterone acetate (depo-provera) from 8-jun-2011 to 8-sep-2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"). In august 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition/rashes or skin condition"), skin disorder ("rash/skin condition/rashes or skin condition"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In september 2011, the patient experienced vaginal discharge ("vagina discharge/vagina discharge") and was found to have weight increased ("weight gain/weight gain"). In january 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In july 2012, the patient experienced abdominal distension ("gi conditions/gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain") and genital pain ("genital pain"). In july 2013, the patient experienced migraine ("migraine"). In 2015, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced back pain ("back pain/back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), cystitis ("bladder infection") and headache ("headaches"). The patient was treated with vitamin d nos (vitamin d) and surgery (hysterectomy (full),salpingectomy (bilateral)/on (B)(6) 2012 additional surgery, ablation and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, hypersensitivity, urinary tract infection, cystitis, vaginal discharge, fatigue, abdominal distension, weight increased, migraine, headache, rash, skin disorder, vaginal infection, allergy to metals and genital pain had resolved and the alopecia and tooth disorder was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital pain, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 & aug-2011 (discrepancy noted) date of additional surgeries (B)(6) 2012, type of additional surgeries-other patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, urinary tract infection, bladder infection, vaginal discharge, fatigue, gi conditions, hair loss, weight gain, migraine and headaches. Current weight 215 lbs essure coils were then introduced into the fallopian tubes. 5 coils were visible on the right and 7 coils remained on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion, total bilateral occlusion, bilateral essure devices are in place . The uterus is slightly flexed towards the right . The endometrial canal fills appropr1ately and there is no evidence of free spillage into the peritoneal canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dyspareunia, dyspareunia, pelvic pain, bloating, menorrhagia, vaginal bleeding. Lot number: 641430 manufacturing date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.